Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-03918 and 3005099803-2014-03919 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method and endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the peg tube detach at the transition zone between the hard and the soft plastic. A second peg tube was used however, the peg tube detach at the transition zone between the hard and the soft plastic. No part of the device detached inside the patient. The procedure was completed with a third endovive peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.